Manufacturer narrative:
Additional information: h7. H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found a cracked bottom case. ¿sf: primary audible alarm bgnd test¿ was found in the device¿s event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the nonfunctional speaker was the root cause. The speaker was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a primary audible alarm background test. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.